Event description:
The pt's lawyer informed us about this issue. He reported wear of the uhmwpe material within a short time period of implantation.

Manufacturer narrative:
We will contact the lawyer to get more info to perform an investigation (e.g x-ray images, complaint sample). This event occurred outside of the u.s and involved a product that was mfg outside of the u.s. However, because the link sled endo-model, tibial component also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.